Event description:
Double imed IV pump infusing high dose levophed (1mcg/kg/min), renal dose dopamine (3mcg/kg/min). Pump began to scroll "internal error help". But did not sound an alarm. The pt(s) blood pressure plummeted to 30 within 10-15 seconds. Rn immediately switched the levophed to another pump which restored the systolic bp to 90-100's within 5 minutes. After pt stabilized, rn powering down the pump then it alarmed.